Event description:
Caller reported an issue where they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge on the pump, after which the caller successfully observed drops of insulin at the end of the tubing. The load process was completed, and insulin delivery was resumed.